Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a microbiological routine control on the gastrointestinal videoscope the user detected an unexpected contamination. The issue occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the user culture test results, legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing results, the device evaluation, and the lm final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: biopsy channels, cfu: 39 cfu, microorganisms identification: total revivable germs at 30. Sampling from: suction channels, cfu: 1 cfu, microorganisms identification: total revivable germs at 30. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: all channels, cfu: 6 cfu/endoscope (5 cfu/100ml), microorganisms identification: coagulase negative staphylococci, filamentous fungus. Sampling date: (B)(6) 2024, sampling from: biopsy channel, cfu: 2 cfu/endoscope (6 cfu/100ml), microorganisms identification: bacillaceae, micrococcaceae. Sampling date: (B)(6) 2024, sampling from: suction channel, cfu: <1 cfu/endoscope (<1 cfu/100ml), microorganisms identification: n/a. Sampling date: (B)(6) 2024, sampling from: air/water channel, cfu: <1 cfu/endoscope (3 cfu/100ml), microorganisms identification: yeast. Sampling date: (B)(6) 2024, sampling from: auxiliary water channel, cfu: <1 cfu/endoscope (<1 cfu/100ml), microorganisms identification: n/a. Sampling date: (B)(6) 2024, sampling from: total, cfu: 3 cfu/endoscope (3 cfu/100ml), microorganisms identification: micro-organisms revivable at 30. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of positive in culture testing, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.